Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty due to metastatic spinal tumor. Intra-op, cement was delivered from right contralateral side of l3 vertebral body. The inflatable bone tamp ruptured as cement was delivered. A cement resistant technique was also attempted. The procedure was completed successfully with the original product. Patient complications were reported as unknown.